Event description:
It was reported that during initial implant, the set screw of the implantable cardioverter defibrillator could not be engaged. The device was not used. No further information was available.